Event description:
A consumer reported experiencing red and swollen eyes following use of this product in conjunction with contact lenses. The consumer reported a doctor diagnosed the event as keratitis which resolved with medication (unknown). The consumer reported re-using the product and the event recurred. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the customer has not returned a sample. A review of the compounding, filling, and packaging mbrs did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. Review of the incoming qa inspection results for all the component lots showed them to be acceptable. This lot met all release criteria prior to product release. No root cause can be determined; however, red and irritated eyes are possible adverse events listed on the product literature. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).